Event description:
Reference number (B)(4). Event occurred in united arab emirates it was reported that the patient was hospitalized on (B)(6) 2024 due to hypoglycemia. The blood glucose level was 20 mg/dl at the time of event and the patient got treated with intravenous serum. No further information was available.

Manufacturer narrative:
Patient country: united arab emirates. Patient city: (B)(6).